Manufacturer narrative:
Product event summary- the device was returned and analyzed. No anomalies were found. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during system upgrade there was observed blood in right ventricular port. The physician decided to explant and replace the device. No patient complications have been reported as a result of this event.